Manufacturer narrative:
Ocd performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Retain testing was unable to be performed since complaint was reported on (B)(6) 2015 and product expired on 29sep2015. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting sample with previous history of anti-e failed to react with 0.8% resolve a lot # vra231. According to customer sample in question was tested with 0.8% screening cells and all reactions with donor cells were negative. Additional testing was performed using tube method and two different 3% resolve panels and anti-e was identified ( 1+ positive was noted with e positive cells) issue started on: (B)(6) 2015 reported (B)(6) 2015. Frequency: 1x, methodology used: gel/ manual, incubation time (for manual test only): 15 mins, pattern observed: negative, customer was expecting: positive, test repeated: yes; using tube method and 3% resolve panel a, visual appearance before use: ok. Ocd review limitation of 0.8% reagents and potential of missing anti-e / kell. Customer is aware of customer letters.